Manufacturer narrative:
Based on the information obtained at this time, the cause of the reported complication cannot be determined. The long bipolar grasper used during this event has not been returned for investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant system errors were observed during this procedure. The long bipolar grasper being returned (pn: 470400-10 /sn: (B)(4)) was not used in a subsequent procedure and had three uses remaining. A site complaint history review was performed and there were no other complaints identified for this instrument. No image or procedure video was provided for review. This event is being reported due to the following conclusion: the patient reportedly experienced an unknown amount of blood loss. The surgeon wanted to cauterize the bleeding, but the long bipolar grasper that was installed at the time would not energize and the surgeon had to replace the instrument to control the bleeding.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy surgical procedure, the long bipolar grasper instrument would not energize. This complaint was called in by the surgeon of the procedure to intuitive surgical inc. (Isi) technical support. The site replaced the bipolar cord and reseated the sterile adapter, but the issue persisted. The site replaced the instrument with another long bipolar grasper which energized normally. An isi clinical sales representative (csr) was present during this procedure and reported that the surgeon wanted to use the energy of the long bipolar grasper to control bleeding that occurred during the beginning of the procedure. The csr reported the patient anatomy had a lot of adhesions. The procedure continued robotically with no reported patient injury. On 24-august-2021, the isi csr who was present during the procedure provided the following information about this event: the bleeding did not occur due to an isi product and no blood transfusions were administered. The long bipolar grasper was going to be used in the ¿peeling¿ of adhesions, but it did not produce energy and could not be used to control the reported bleeding. No medical intervention was performed due to this event. The patient did not experience any post-operation complications. The patient¿s status is unknown at this time. On 30-august-2021, the isi csr who was present during the procedure provided the following information about this event: the reported bleeding of an unknown amount was caused by the peeling of adhesions process. There were no allegations against this long bipolar grasper other than it did not provide energy. The procedure was delayed five minutes for the staff to retrieve a replacement long bipolar forceps instrument and there was no serious deterioration/clinical instability during the time it took to obtain and install the backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported issue with this long bipolar grasper instrument. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken inside the grip-crimp socket. The instrument failed the electrical continuity test. The instrument would pass the electrical continuity test when the broken conductor wire segment is pressed into the grip-crimp socket. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. Failure analysis did not replicate or confirm the reported issue with the force bipolar instrument used during this procedure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. An electrical continuity test was performed and the instrument passed. An energy delivery test was performed while the instrument was on an in-house system. The cautery cable was recognized by the system and attached to the instrument. The instrument was able to delivery energy without issue. Visual inspection of the conductor wires found no physical or cosmetic damage to any wires or insulation. The housing was removed from the back end, no damage was found. There was no problem detected.